Manufacturer narrative:
(B)(4). Date sent: 1/8/2026. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, when they fired the cdh29, the staple line was unstable, so they had to re-staple. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2026. D4 batch #: 612d12. Corrected data: h4. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the device arrived along with the stapler retainer loose and with the handle shroud opened form the battery pack area. The washer was present and uncut and there were staples present. No battery was received. When the test battery was installed the green checkmark was not illuminated, indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek returned along with the device. The event described could not be confirmed as the device fired without any difficulties noted and it was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. No conclusion could be reached on what caused the handle shroud open and this condition is unrelated to the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 612d12, and no non-conformances were identified.